Event description:
It was reported that during remote follow up, inappropriate automatic mode switch due to over-sensed noise was noted on the right atrial (ra) lead. No intervention was performed. The patient is stable.